Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not fully extend under fluoroscopy and dislodged twice. The rv lead also exhibited high impedance therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.